Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficult to remove, kinked and stretched were able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified guide wire was advanced to the lesion and a 3.25 x 12 mm xience alpine stent delivery system (sds) was used. However, the sds failed to cross the lesion and the shaft became broken (kinked). The shaft was still on the guide wire. It is unknown at this time if any other device crossed the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. An unknown balance middle weight (bmw) guide wire was returned frozen in the xience alpine sds. Returned device analysis revealed that the sds shaft was not broken or separated.